Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient is experiencing shortness of breath and lack of energy and has not felt the same since he received this pacemaker. The patient is not getting any rate response and it is believed the sensor is not working. An exercise test was performed, the patient walked for 5 minutes and the rate would not go above 80 paces per minute. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis of the performance data revealed inappropriate activity response. Preliminary analysis revealed an integrated circuit anomaly; the confirmed sensing and activity response condition was the result of an anomaly internal to an integrated circuit.